Event description:
It was reported that during an ablation to treat atrial fibrillation in the right inguinal region, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the left atrium and the dilator was pulled out of the sheath. After insertion of a farawave catheter into the faradrive sheath, notable air was aspirated from the hemostatic valve of the faradrive sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that no fluid leak nor air in patient was seen. No flushing was performed at the time of the event. Guidewire was positioned inside the catheter when air was observed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during an ablation to treat atrial fibrillation in the right inguinal region, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the left atrium and the dilator was pulled out of the sheath. After insertion of a farawave catheter into the faradrive sheath, notable air was aspirated from the hemostatic valve of the faradrive sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during an ablation to treat atrial fibrillation in the right inguinal region, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the left atrium and the dilator was pulled out of the sheath. After insertion of a farawave catheter into the faradrive sheath, notable air was aspirated from the hemostatic valve of the faradrive sheath. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no fluid leak nor air in patient was seen. No flushing was performed at the time of the event. Guidewire was positioned inside the catheter when air was observed.